Event description:
The lay user/patient contacted lfs in 2009 alleging a battery indicator on his one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient, and sent the patient a letter to contact mss to obtain further clinical information. Two days prior at 3:00pm, the patient noticed that the battery indicator on his one touch ultra meter. The patient took his usual dosage of diabetes medication after the alleged issue and approximately three hours later, reportedly developed symptoms of blurred vision, headache, fatigue, shaky and sweaty. The patient did not treat himself based on the symptoms. He also did not seek any medical attention or contact their physician for assistance. The patient denied any meter trauma and claims that he replaced the battery per the owner's booklet. The patient mentioned that the meter is not a new product (out of box). The product was replaced. No further clinical information was provided. It would have been helpful to know what the patient's blood glucose readings were prior to the event, a normal reading for the patient, and how long symptoms lasted. The complaint is being reported since the patient was unable to test due to the alleged issue, reportedly took his diabetes medication and three hours later developed hypoglycemic symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.